Event description:
Patient was listed as taking part of the study in a journal article titled, "a second decade lifetable survival analysis of the oxford unicompartmental knee arthroplasty." It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised due to deep infection on an unknown date less than one year following the initial procedure. All components were removed and replaced with a total knee.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; (B)(6). Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02952 which referenced a journal article written on a study that this patient took part in.